Event description:
It was reported that the system 9900's left monitor went completely white and had to be reinitialized to correct. Once corrected the problem reoccurred. Since the malfunction occurred in an animal lab, there was no adverse patient involvement reported. There was no patient information reported.